Manufacturer narrative:
Information was received via a lawsuit indicating that seven days post tonsillectomy a patient had a tracheostomy tube placed due to postoperative tonsillectomy hemorrhage. It was reported that the patient had an increase in bleeding over night and then presented to the emergency department for management of the hemorrhage. The patient had been actively coughing up blood clots at the time of admission, so it was decided to transfer her to the operating room (or). A decrease in oxygen saturation occurred with the patient laying in the supine position so the doctor attempted to place multiple unknown tubes with no success due to the amount of bleeding and the edema that was present. The patient had worsening saturation and had become bradycardic; requiring medication. The legal complaint alleges that the manufacturer of the tracheostomy tubes used during the incident is not known but that there were references in medical records to ?shiley? Tubes and ?portex? Tubes. Smiths medical does manufacture portex tubes, but it is not known if any tube used were manufactured by smiths medical. During the incident two tracheostomy tubes were attempted to be placed with no success. The legal complaint alleges the first two tubes used did not have an inner cannula and claims they were defective. A different, third tube was placed with success. Ventilation was then improved, and the hemorrhage was controlled following placement of the third tube. It was reported that the trach tube was secured with sutures and a crowe-davis mouth gag was in place due to the amount of trauma by cauterization, hemorrhage from the anterior jugular, and multiple tube placement attempts. The patient was monitored, given blood products, and transferred to the intensive case unit (ICU). The legal complaint alleges the patient suffered a severe brain injury and expired a week after the placement of a tracheostomy tube.

Event description:
Information was received indicating that seven days post tonsillectomy a smiths medical portex bivona tracheostomy tube (#7 distal extended length tracheostomy tube) was placed due to postoperative tonsillectomy hemorrhage. It was reported that the patient had an increase in bleeding over night and then presented to the emergency department for management of the hemorrhage. The patient had been actively coughing up blood clots at the time of admission, so it was decided to transfer her to the operating room (or). A decrease in oxygen saturation occurred with the patient laying in the supine position so the surgeon attempted to place multiple unknown endotracheal tubes with no success due to the amount of bleeding and the edema that was present. The patient had worsening saturation and had become bradycardic; requiring medication. Two non-smiths medical tracheostomy tubes (shiley tracheostomy tubes) were attempted to be placed with no success due to the absents of the inner cannulas. Ventilation was then improved, and the hemorrhage was controlled following placement of the smiths medical device. It was reported that the trach tube was secured with sutures and a crowe-davis mouth gag was in place due to the amount of trauma by cauterization, hemorrhage from the anterior jugular, and multiple tube placement attempts. The patient was continued to be monitored, given blood products, and transferred to the intensive care unit (ICU). Subsequently, due to the extended period without sufficient oxygen supply, the patient suffered a severe brain injury and later expired a week later.